Event description:
The distributor reported that foreign matter - hair or eyelash was found inside the primary package of dressing. The product was not used on patient. A photograph depicting the issue was received from the complainant.

Manufacturer narrative:
Device 3 of 3e1: complainant street address: (B)(6) based on the available information, this event is deemed to be a reportable malfunction.to date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA registration numberreporting site: 1049092manufacturing site: 9618003.